Event description:
The user facility reported that the sheath and dilator separated when advancing the angio-seal over the wire into the femoral artery. The doctor was able to hold the sheath and dilator together and deployed the angio-seal, without issue, and safely into the patient's femoral artery. There was no reported impact on the patient. The procedure was completed successfully. The procedure was completed successfully. There was no affect to the patient. No adverse event was reported. Additional information was received on 02 may 2023: the procedure performed prior to using the closure device was an abdominal angiogram via 6 french right common femoral artery. There were no difficulties reported with arterial access, sheath, guidewire, or catheter insertion. The deployment was done under ultrasound (us) guidance. There were no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc's. The patient was in stable condition. All devices were removed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: health professional. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).